Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 14-jan-2026, a distributor reported via email that an ar-1588tnt acl-fibertag-tightrope abs device broke during insertion and tightening on the tibial side. The issue occurred during a quadlink procedure on (B)(6) 2025. No patient harm was reported. Additional information was requested on 16-jan-2026.